Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of missing label content was confirmed from the two photographs that were provided for investigation and the cause appeared to be packaging related. Approximately one half of the content was not printed on one unit label. The material number, lot number, and expiration date were not visible on the unit label. It appeared that the unit package was sealed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard label content is missing. The following information was provided by the initial reporter, translated from spanish to english: attached information of non-conforming product of cateter insyte autoguard 20ga (16 units) which do not have information of tracer data (lot, expiration date, sanitary registration and caliber). Attached is a report and photo samples of the packaging and another photo samples with another packaging that does have the information. No impact on the patient.